Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the drill bit was returned seized in the drill guide. The drill bit is fractured. Item and lot numbers of the drill guide are confirmed to match the complaint. The item and lot numbers of the drill bit are not verified as it is stuck in the guide. There is some wear and damage to the drill guide. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: item#:405880, comp rev fixed drl gd; lot#: 428630. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgical procedure while physician was drilling into patient's bone the instrument was fractured. No foreign body was retained by the patient. There was no harm to patient reported.